Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding that the customer experienced diabetic ketoacidosis and hypoglycemia and hospitalized on (B)(6) 2019. Customers blood glucose value was 500 mg/dl. Customer was treated with insulin drip and after back on the insulin pump customer again had high blood glucose of 557 mg/dl. Customer alleged that insulin pump was not functioning properly and had low blood glucose of 16 mg/dl and got hospitalized. The devices will not be returned for analysis.